Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient developed a pericardial effusion, cardiac perforation and tamponade during the mapping portion of a leadless pacemaker implant procedure. Catheter manipulation issues after the delivery catheter crossed the tricuspid valve were suspected to have caused the issues. Implant was abandoned and drainage was performed. Thoracotomy and percutaneous cardiopulmonary support (pscps) were considered by the doctor, but the patient's family declined to move forward with those procedures. Angiography and echocardiography were performed. The perforation site was not identified. Patient was unstable in the intensive care unit at the time of the event.